Event description:
A report was received from a user facility in (B)(6) stating the polyamide sheath separated from the trocar during surgery. The plug had to be exchanged. No pt impact.

Manufacturer narrative:
Device has been requested for eval; however, it has not yet arrived. Sterilization and lot history records were reviewed and no exceptions were found.